Event description:
Clinic notes dated (B)(6) 2015 reporting that the patient presented feeling like she may be having more seizures, especially at night. She remains on three medications and vns. The physician reported the vns was at ¿end of life¿ and referred the patient for generator replacement. Although surgery is likely, it has not occurred to date. Diagnostics were within normal limits with battery indicator set to ¿yes.¿ as a result, it appears the device is not at eos pulse disabled condition. Demipulse model 103 generator sare designed to deliver intended therapy until eos pulse disabled. It is unclear if the battery status is ifi or neos condition. Good faith attempts for additional information was unsuccessful; the physician reported that he provided all documentation available on these events and did not provide any further information.

Event description:
It was reported that the patient had generator replacement surgery due to the battery status showing the intensified follow-up indicator (ifi-yes). Attempts for the return of the explanted generator were performed, but the product has not been received to date.

Event description:
The explanted generator was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis of the generator was completed. The reported ifi-yes condition was duplicated during analysis. There were no performance or any other type of adverse conditions found with the pulse generator.